Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an "inoperable stop button"the incident occurred during bio-med service. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of "inoperable stop button". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
Surgeon reported a patient was in pain. The patient was returned to surgery and a severe tissue reaction was discovered. The surgi-wrap protective sheet was a hardened mass. The surgeon removed this, and the patient's pain was resolved. Another surgeon reported two patient with ascites after using surgi-wrap.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could confirmed the customer reported condition of ""inoperable stop button" due to fluid ingress, internal corrosion of flex cable". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Event description:
The reason for this MDR is to report an adverse event that occurred in (B)(6). The pt presented to the hospital complaining of chest pain for 3 days. An EKG revealed st elevation that suggested a myocardial infarction that had occurred within the last 3 hrs up to 2 days ago. The pt was found to have two-vessel disease with occlusion of the proximal lad just at the origin from the left main. Aspect of a massive thrombus with moderate calcification of lad indicating thrombus aspiration as the primary approach. The thromcat device was chosen, but was unable to advance through stenosis. Pre-dilatation was done; the last attempt to advance the thromcat was unsuccessful even with moderate pressure applied. Angiogram showed a perforation. A covered stent was placed into the lad but failed. The stent could not be withdrawn and was lost into the main stem. Pt was transferred to the operating room for emergent surgery. Pt ultimately did not survive the surgery. There was no alleged defect or malfunction of the thromcat device.

Manufacturer narrative:
(B)(4).